Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be identified and for image issue cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a flickering image and air water channel, cylinder had a white detergent solution. There was no patient involvement.